Event description:
A customer contacted beckman coulter regarding erroneously high accu tnl results on samples from 2 different pts that were generated by the access 2 instrument. Pt a had blood drawn for accu tnl analysis (testing) over 7-day time period. Elevated accu tnl values were obtained from 3 of the 7 samples (nonconsecutive), see b6. The accu tnl results obtained from the remaining 4 of 7 samples all were below the ami cutoff value of 0.50ng/ml. The single sample for pt b was run 6 times (6 replicates) for accu tnl (over 45 minutes time period). The lowest value obtained was 4.79ng/ml, (replicate#6) the customer did not indicate which accu tnl result was reported for pt a or b. The customer did not provide any additional information regarding this event. The customer indicated that there has been no change to pt treatment that can be attributed to this event.